Event description:
Consumer complaint of about blood results reading "lo". Customer feels well and does not require any medical attention. Customer¿s expected blood results are 1114-120mg/dl-fasting. Verified the strips expire 12/31/2015 and were first opened (B)(6) 2015. Customer confirms proper storage of the test strips. Customer ran back blood test strips. Customer ran back to back blood test, lo and lo. Reviewed meter memory: lo (B)(6) 2015 12:02:00 pm fasting: no, lo (B)(6) 2015 12:01:00 pm fasting: no, lo 03(B)(6) 2015 08:31:54 pm fasting: no. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: test strip issue.